Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged post implant seen on x-ray. The lead was found to have increased thresholds and no capture. The lead had diminished p-wave sensing. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.